Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician was unable to screw the atrial set-screw of the subject device with either a sorin screwdriver or a biotronik screwdriver.

Manufacturer narrative:
Preliminary analysis revealed that the reported issue is attributed to the inappropriate screwing operations with a non-microport crm screwdriver and because the screwdriver was not correctly used. Preliminary analysis revealed that the connection system of the subject device did not revelaed any irregularity.

Event description:
The physician was unable to screw the atrial set-screw of the subject device with either a sorin screwdriver or a biotronik screwdriver.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The physician was unable to screw the atrial set-screw of the subject device with either a sorin screwdriver or a biotronik screwdriver.